Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An external visual inspection showed no signs of physical damage. Functional display test: fail. The inverter board transformer is shorted and burnt. Internal visual inspection showed no other signs of abnormalities. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical service that the liberty select screen is blank on power up and never starts working. After troubleshooting a replacement cycler was offered to the patient. The patient was advised to contact the clinic nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that there was no complications experienced by the patient.